Manufacturer narrative:
(B)(4). It was reported that a patient experienced a breach in aseptic technique which resulted in the previously reported peritonitis event coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The breach in aseptic technique was further described as a poor environment (previously, the cause of the peritonitis was not determined).treatment for the previously reported peritonitis event was unknown (previously, treatment was not reported). After seventeen days of hospitalization, the patient was discharged. The patient was recovered from the previously reported peritonitis event (previously, the outcome was reported as recovering). It was not reported if the patient was retrained on the proper aseptic technique. This report is for a breach in aseptic technique which resulted in the previously reported peritonitis event. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a pediatric patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdomen pain and cloudy pd fluids. The cause of the peritonitis was "not determined". The patient was hospitalized on the same day for the peritonitis event. Treatment for the event was not reported. At the time of this report, the patient was recovering from this peritonitis event. Dianeal therapies were ongoing. No additional information is available.